Event description:
Boston scientific received information that this right ventricular defibrillation lead and device displayed a shock impedance measurement greater than 125 ohms. A local area sales representative reported that the physician is monitoring the patient. No other adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.